Event description:
The rptr stated that they did meter to hcp meter comparison tests, side by side. Their meter read 116 mg/dl. The dr's meter (type unknown) read 244 mg/dl. Rptr did not have any symptoms. On followup, the rptr checks the confirmation dot for enough blood. Rptr was not aware of control solution test to check meter/strips, and had never cleaned the meter. No harm was alleged.